Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during training by a zoll medical service technician, the associated device inappropriately recognized these adult electrode pads as pediatric electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a misprogrammed identification chip in the electrodes. Zoll medical has issued a voluntary recall, which has been reported to the food and drug administration local district, to mitigate reports of this nature from reoccurring. At this time a recall number has not yet been assigned.